Event description:
It was reported that during a generator change-out due to therapy upgrade, this lead was explanted and replaced due to an unknown product performance issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).